Manufacturer narrative:
Physio-control further evaluated the customer's device at the product analysis center and was able to duplicate the reported white screen. The cause of the reported issue was determined to be due to cracked and shorted capacitor, designator c181 on the user interface pcb assembly. The device was archived by physio-control and the customer was provided a replacement.

Event description:
The customer contacted physio-control to report that their device shows a white display.  A white display can be indicative of a device lock up condition and defibrillation therapy may be unavailable, if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and was unable to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device shows a white display.  A white display can be indicative of a device lock up condition and defibrillation therapy may be unavailable, if needed. There was no patient use reported with the event.